Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 433 mg/dl. Customer reported that blood glucose was high and low but she stated that this is due to the customer eating without treating or over treating. Customer declined to troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.